Manufacturer narrative:
(B)(4). The customer returned the product lidstock for evaluation. None of the components were returned. The part number and lot number on the returned lidstock matched the lot reported by the customer. Visual inspection of the guide wire could not be performed as it was not returned for analysis. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. Complaint verification testing could not be performed as only the product lidstock was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that when the doctor started to prepare the insertion of the swg (spring wire guide) it was observed the swg was kinked.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that when the doctor started to prepare the insertion of the swg (spring wire guide) it was observed the swg was kinked.